Event description:
It was reported that a patient underwent a vaginal hysterectomy, cystoscope repair, and midureteral sling in 2003 and mesh was used in the anterior compartment. The patient developed erosions of the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).